Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 05/30/2012 and has no previous repair history. Eval of the device observed that the lever assembly was broken. The knob was missing from the lever assembly. However, the sliding spring was still present allowing the sliding spring to depress the poppet and activate the device. The device ran within specification. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome ii safety switch was broken off of the handpiece. Additional clinical follow-up with the hospital indicated that issue was observed during set up of the device in preparation for pt use. The device was not used on the pt and an additional device was available for use during the procedure. However, the pt was under general anesthesia during this time and surgical time was extended by 5 minutes. There was no report of pt injury or medical/surgical intervention associated with the event.